Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-74995.

Event description:
A health professional reported that the system did not work while performing an anterior vitrectomy, it did not cut. The patient was left aphakic and required an anterior vitrectomy and lens implant procedure. The patient did return to have a lens implant instead of the vitrectomy as the surgeon did not want to compromise the capsule. This surgery was successful.

Manufacturer narrative:
The customer reported that the system didn't work. The patient was left aphakic and required an anterior vitrectomy. The patient was an 83 year old male patient, who was scheduled for surgery on (B)(6) 2017. The customer eventually noticed that the machine was not set up properly and was set at 800 per minute instead of 2000 per minute. The customer confirmed that the patient came in on (B)(6) 2017 to have a lens implant (instead of the vitrectomy) as the surgeon did not want to compromise the capsule. This surgery was successful. There does not appear to have had a complete posterior capsule (pc) tear. Additional information was requested but none was provided by the customer. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).